Event description:
The micro sagittal saw was sent in for repair due to overheating during testing. The event occurred during routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is completed.